Event description:
The user facility reported that during an endoscopy procedure, "the blade of the loop cutter became stuck and would not cut or would not be released from the suture." The procedure was completed using a different endoscope and hot biopsy forceps to remove the sutures. There was reportedly no pt injury. No further detailed info was provided by the user facility.

Manufacturer narrative:
The user facility reported that the device was isolated after the event, however, it was not returned to olympus for eval. No lot number info was provided regarding the product. The fs-5l1 instruction manual intended use statement specifies: "this instrument has been designed to be used with an olympus endoscope. It is used to cut the residual end of the olympus loop used for ligating tissue within the digestive tract. Do not use this instrument for any other purpose." The fs-5l1 instruction manual also states: "warning: do not use the instrument to cut any objects other than the surplus of olympus loop (e.g., maj-254, maj-340). If anything other than the surplus of the loop is cut, the blades may be damaged and unable to perform properly, the cut object may be caught in the tip of the instrument, and it may become difficult to safely remove the instrument from the body. Such objects other than the surplus of loop may include, stent wire, sewing threads, and loop stoppers." The cause of the user's experience appears to be a user error. If the device is returned for eval, or if additional significant info becomes available, this report will be supplemented. This report is being submitted as an MDR in an abundance of caution.